Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating, the reported issue occurred on jan 25, 2023. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the charged coupled device (ccd) was noted to be faulty. It is likely that the video function did not function properly due to a failure of ccd, and the reported issue regarding ¿poor picture¿ occurred. However, the root cause of the reported issue was not confirmed. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, kink/knot was found on the cable, the device failed water lead test from the head cover and the serial plate was faded. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the hd autoclavable camera head had no image. There was no harm or user injury reported due to the event.